Manufacturer narrative:
The broken screw was returned in 2008. The screw was confirmed to be broken. The manufacture date of part number 81070-340, lot number 610568d was on 01/16/08. The device history for lot#: 610568d was evaluated and does not reveal any quality concerns. The initial reporter confirmed that the patient experienced pain and the patient did not fuse which was the reason for the revision surgery. The broken screw was extracted from the patient and replaced with a new screw. However, a piece of the explanted screw remains inside the patient as the surgeon was unable to extract it. The nature of the broken screw was unable to be determined.

Event description:
A roc pedicle screw was discovered to be broken during a scheduled revision surgery. The date of the screw breakage is unk. The screw was removed and replaced.